Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an infast on or about (B)(6) 2009 with the intention of treating her for pelvic organ prolapse and stress urinary incontinence. It was alleged the "plaintiff suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," "infection or inflammation, tissue abrasion" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will b e sent.